Event description:
Additional information was received that the device was explanted. The patient was in stable condition.

Event description:
During follow-up, the device was unable to be interrogated. No intervention has been performed at this time, although device explant is anticipated. The patient was in stable condition.

Manufacturer narrative:
Device could not establish bluetooth communication due to premature battery depletion. X-ray imaging showed foreign material shorting the positive battery terminal to ground. The foreign material found was consistent with a shaving from the spring insert, which was likely formed when the pin was pushed into the battery connector housing.